Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An ¿unexpected high or low glucose¿ issue was reported with the adc device. A customer reported that during scanning, an ¿a5x out of range¿ notification was received and scanning result took over 20 minutes to obtain. Consequently, the customer became hypoglycemic with symptoms described as ¿unable to move¿, sweating, and a loss of consciousness. The ambulance was called and the customer was administered a glucagon injection and then transported to the hospital. The customer was diagnosed with hypoglycemia, hospitalized for a day, and treated with glucose and rapid infusion of glucose. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. Successfully received high/low glucose alarms on a5x device/fsll special edition app. No issues were identified with librelink application. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An ¿unexpected high or low glucose¿ issue was reported with the adc device. A customer reported that during scanning, an ¿a5x out of range¿ notification was received and scanning result took over 20 minutes to obtain. Consequently, the customer became hypoglycemic with symptoms described as ¿unable to move¿, sweating, and a loss of consciousness. The ambulance was called and the customer was administered a glucagon injection and then transported to the hospital. The customer was diagnosed with hypoglycemia, hospitalized for a day, and treated with glucose and rapid infusion of glucose. No further information was reported. There was no report of death or permanent injury associated with this event.